Manufacturer narrative:
The event date is an approximate date. Only the month and year ((B)(6) 2018) are known. Evaluation results: two bivona devices were returned for investigation; one had the swivel connector painted blue (device 1) and the other device was returned unadulterated (device 2). Visual inspection was performed with the unaided eye under normal plant lighting. No obvious defects were observed. Using a syringe, 10 ml of air was inserted into the inflation valve of device 1. The cuff did not inflate and an air leak was heard. The leak was identified in the pilot balloon. Using magnification, the leak area was inspected. The visual investigation performed under magnification did not identify any molding defects with the pilot balloon; it did however identify a cut immediately above where the airway line ends inside the pilot balloon. The pilot balloon either came in contact with a sharp object or the pilot balloon became trapped between two surfaces, which damaged the pilot balloon. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event, therefore no corrective actions are planned at this time. Next, air was inserted into the inflation valve of device 2  the cuff inflated. No leaks were observed.

Event description:
It was reported that the device inadvertently deflated after inflation. There were no clinical consequences to patient.